Event description:
It was reported that a spectrum pump was constantly alarming for system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A system error 322 was confirmed through review of the device's history log; however it could not be reproduced during the evaluation. The device was tested but no device malfunction could be identified. The upper and lower aux assemblies were replaced in the interest of customer relations. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.